Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump could not be charged with the usb cable and wall adapter. In addition, the pump battery gauge dropped from 90% to 10% while connected to a power source. The customer's blood glucose level was not impacted. Reportedly the customer has a backup pump as alternate insulin therapy.